Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit has a broken display that is unreadable.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Lcd pcb, display damaged. Controls, switch/button broken. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Lcd pcb, display damaged. Controls, switch/button broken. The dealer stated that the unit has a broken display that is unreadable.